Event description:
This nurse reported that on (B)(6) 2014, a patient went to the peritoneal dialysis clinic for their appointment, then went home and expired during their sleep. This nurse reported that the patient was not dialyzing, at or four hours prior to the event. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. Limited information was provided for this safety report.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.